Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A radiolucent skull clamp was involved in an incident and was described as; the incident took place during a craniotomy. The procedure was delayed a few minutes because they could not immediately release the pins. There wasn't any injury to the patient and no medical intervention was necessary.